Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer filled the cartridge with cold insulin. Customer¿s blood glucose was 139 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.